Event description:
It was reported that the patient was admitted for anorexia and experienced massive bleeding. The patient had a history of lesions or disease at the bleeding site and promoted the development of bleeding (pneumonia, alveolar bleeding), controlled for hyper anticoagulation. The patient also had inadequate meal intake and prolonged inr were managed in the hospital. Approximate number of units of red blood cell concentrate transfused per 24 hours was less than 4 units. Prothrombin time (inr) was 2.2 iu on 26apr2024. Activated partial thromboplastin time (aptt) was 51 seconds on 26apr2024. Platelet count (plt) was 28.8 × 10s/l on 26apr2024. Anticoagulant treatment at the time of the event was warfarin. The patient underwent a blood transfusion.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
E1: reporter contact information was not available. Manufacturer¿s investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing and quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 lvas patient handbook are currently available. The IFU, ¿introduction¿ lists bleeding and infection as potential adverse events that may be associated with the use of the heartmate 3 lvas. The IFU, ¿patient care and management¿, provides information regarding anticoagulation, including the recommended inr (international normalized ratio) values. Additionally, this section lists infection as a potential late postimplant complication that may be associated with the use of the heartmate 3 lvas. This section and several sections of the patient handbook include information for caring for the driveline exit site as well as information regarding how to prevent and control infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The source of infection was pneumonia. Sputum cultures were identified. The patient underwent a blood transfusion, and antibiotics were administered intravenously. The patient would be monitored as an outpatient.